Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a blurry image during installation. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 corrected fields: a2, a4, a5, a6, b5, b6, b7, g4 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image a root cause could not be identified. Based on the results of the investigation, the most probable cause for the reported malfunction could not be identified. The most probable cause for the no image was damage to the charged coupled unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No change to customer event.